Manufacturer narrative:
The user was reportedly hospitalized in the ICU following a hypoglycemic event while using the ilet. Engineering log review for (B)(6) 2026 indicated that the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed episodes of hypoglycemia on (B)(6) 2026 and low glucose alerts on (B)(6) 2026; however, available logs do not demonstrate excessive insulin delivery beyond requested dosing. Due to unsuccessful outreach attempts, no additional clinical details regarding symptoms, treatment, or ICU course were obtained. Based on the available information, a causal relationship between ilet use and the reported ICU admission cannot be established. The cause of the event remains unknown pending additional information. If further information becomes available, a supplemental MDR will be submitted.

Event description:
On 23-feb-2026 it was reported that on (B)(6) 2026 the user was hospitalized and admitted to the ICU following a reported hypoglycemic event. The reporter stated the pump may have delivered too much insulin; treatment details are unknown. The outcome and discharge status are unknown.